Manufacturer narrative:
(B)(4). This follow-up report is being submitted to relay additional information. H6: proposed component code: mechanical g4-top provisional. Visual examination of the provided pictures shows only tasp bottom with nick, gouges and crack near the post. However, no picture of tasp top was provided. Unknown tasp top: part and lot identification are necessary for review of device history records, neither were provided. Medical records were not provided. Unknown tasp top: a definitive root cause cannot be determined. Complaint for only tasp bottom can be confirmed using provided picture. No picture or product provided to confirm the reported fracture. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further information is available at the time of this report.

Event description:
It was reported during knee arthroplasty that the top articular surface provisional cracked and the post fractured off the bottom articular surface provisional. No adverse events were reported as a result of this malfunction.

Manufacturer narrative:
(B)(4). D10 - concomitant devices - persona tibial articular surface provisional right size ef bottom catalog # : 42527000505 lot #: 63614057. The complainant has not yet indicated whether the product will be returned to zimmer biomet for investigation. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Multiple MDR reports were filed for this patient; please see all reports associated with this event: 0001822565-2024-00046 . H3 other text : investigation incomplete.